Event description:
The patient's mother and patient report that the keypad buttons stick down and that it is difficult to activate pump responses when pressing the buttons. The keypad rubber was reportedly intact. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed contamination under keypad button contacts. The buttons intermittently activated desired pump functions when pressed. Unrelated to the complaint, a white spot was found under the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.